Event description:
During a bhp operation and after inserting the stem, a fracture was observed on x-ray. The surgeon wrapped cable around the fracture and closed. The doctor commented that it was a technical issue and not related to the product.